Event description:
It was reported that, scissors broke while cutting the aorta. The blade broke off and fell into the aorta cavity. The piece was retrieved by the surgeon, no apparent injury to the pt.